Event description:
It was reported that pump screen was dark and would not turn on, and caller experienced extreme difficulty pressing button, often needing multiple presses to activate screen even after it turned back on. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case and followed button-press instructions, confirmed pump could turn on, and was advised to continue using current pump until replacement arrived; technical support arranged a pump replacement, confirmed shipping address, instructed customer to place old pump in storage mode and return it with a prepaid label within 10 days, and informed customer they would need to reenter pump settings and reconnect cgm on replacement pump, all of which customer understood and acknowledged.